Event description:
National complaint coordinator related that the home patient (hp) reported sparks, flames and smoke were emitted from the homechoice cycler at the power cord/machine connection during apd therapy. The hp discontinued use of the cycler at the time of the incident and performed capd manual exchanges for peritoneal dialysis thereapy. There was no patient injury or medical intervention as a result of this incident.